Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The external visual inspection revealed the electrode was severed near the electrode ground ring and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient will not be reimplanted.